Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. After examination, a crack in the connecting tube was found in the right cylinder. A revision surgery was performed in which the pump was removed and replaced. The cause of the cylinder connecting tube cracking has not been confirmed. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 momentary squeeze (ms) pump underwent a thorough analysis. It was visually and microscopically examined, leak and functionally tested. The functionally test revealed a valve deactive state issue. Product analysis confirmed the reported allegation of mechanical issues, as the observed pump malfunction likely affected the functionality of the device; however, the hole/perforated allegation was not confirmed through product analysis.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not working properly. After examination, a crack in the connecting tube was found in the right cylinder. A revision surgery was performed in which the pump was removed and replaced. The cause of the cylinder connecting tube cracking has not been confirmed.